Manufacturer narrative:
A customer in the united states reported false susceptible oxacillin results, with false negative cefoxitin screen, for staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit. The customer submitted the strain for evaluation. An investigation was performed. The submitted isolate was subcultured and the identifications confirmed. Testing included the customer lot and a random lot of ast-gp67 cards, in duplicate, agar dilution (ad) as the reference method for ox101n, cefoxitin disc diffusion as the reference for the oxfs test, and pbp2a testing. Ast-gp67 ox mics</= 0.25 x4, oxfs tests were negative x4, ad ox mic = 0.125, cefoxitin disc was borderline resistant (24 mm) and pbp2a was negative for meca. Vitek cards are in essential agreement with the reference method for ox, with no category error. The borderline resistant cefoxitin disc and the negative meca suggest a possible low level resistance not detected by the vitek. The raw data from the internal testing for s. Simulans was analyzed with the new oxsf01n knowledge base (v8.01), and all four replicates were negative. The vitek® 2 ast-gp67 test kit performed as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of a false susceptible oxacillin result, with false negative cefoxitin screen, for staphylococcus similans in association with the vitek® 2 ast-gp67 test kit. Biofire filmarray® bcid indicated meca positive. Cefoxitin disk diffusion obtained a result of positive (zone= 22mm=resistant). The customer stated the discrepant vitek® 2 ast-gp67 oxacillin result was reported to the treating physician, but the physician questioned the result prior to treatment. The filmarray® bcid result was used by the physician for treatment decisions. Culture submittal has been received by biomérieux for internal investigation. Biomérieux investigation has been initiated.